Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain ("abdominal pain (constant)"), pelvic pain ("pelvic pain (constant)"), back pain ("back pain (constant)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (due to left hand carpal tunnel) in (B)(6) 2011, meniscus injury in 2009, meniscus operation (due to left knee meniscus tear) in 2010 and multiparous. Plaintiff does not drink alcohol. Previously administered products included for painful periods: triphasic low estrogen bcp and gildess bcp; for an unreported indication: oxycodone from 2009 to 2010. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), blood pressure decreased ("drops in blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vision blurred ("blurred vision") and weight fluctuation ("weight gain/ weight loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation. On an unknown date, the patient experienced hyperhidrosis ("sweating"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and alopecia ("hair loss"). The patient was treated with vicodin, norlestrin fe (microgestin fe), ibuprofen (advil), oxycodone, surgery (full hysterectomy, salpingectomy and oophorectomy (bilateral removal) on (B)(6) 2016). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, hyperhidrosis, migraine, endometriosis, palpitations, blood pressure decreased, allergy to metals, dyspareunia, vaginal discharge, fatigue, vision blurred, constipation, alopecia, nausea and weight fluctuation outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blood pressure decreased, constipation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, hyperhidrosis, migraine, nausea, palpitations, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation with essure. The reporter commented: in medical records (mr) that left tubal spasm was encountered during placement. Easily place after second try. Complain of left sided pain requiring 2 refills of vicodin. On (B)(6) 2014 plaintiff complained of persistent left side pain desires removal of coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.) Hysterosalpingogram - on (B)(6) 2013: correct placement - total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: there is a 4.6 cm cyst the right lobe of liver. Ultrasound scan - on (B)(6) 2013: normal findings. Computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, back pain, and pelvic pain. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain ("abdominal pain (constant)"), pelvic pain ("pelvic pain (constant)"), back pain ("back pain (constant)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (due to left hand carpal tunnel) in july 2011, meniscus injury in 2009, meniscus operation (due to left knee meniscus tear) in 2010 and multiparous. Plaintiff does not drink alcohol. Previously administered products included for painful periods: triphasic low estrogen bcp and gildess bcp; for an unreported indication: oxycodone from 2009 to 2010. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), blood pressure decreased ("drops in blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vision blurred ("blurred vision") and weight fluctuation ("weight gain/ weight loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation. On an unknown date, the patient experienced hyperhidrosis ("sweating"), endometriosis ("endometriosis"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and alopecia ("hair loss"). The patient was treated with vicodin, norlestrin fe (microgestin fe), ibuprofen (advil), oxycodone, surgery (full hysterectomy, salpingectomy and oophorectomy (bilateral removal) on (B)(6) 2016), surgery (full hysterectomy on (B)(6) 2016 due to abdominal pain), surgery (full hysterectomy on (B)(6) 2016 due to pelvic pain), surgery (full hysterectomy on (B)(6) 2016 due to back pain) and surgery (hysterectomy due to abnormal vaginal bleeding). Essure was removed on (B)(6) 2014. On (B)(6)2016, the vaginal haemorrhage, dysmenorrhoea and abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, hyperhidrosis, migraine, endometriosis, palpitations, blood pressure decreased, allergy to metals, dyspareunia, vaginal discharge, fatigue, vision blurred, constipation, alopecia, nausea and weight fluctuation outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, blood pressure decreased, constipation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, hyperhidrosis, migraine, nausea, palpitations, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation with essure. The reporter commented: in medical records (mr) that left tubal spasm was encountered during placement. Essure was easily placed after second try. Plaintiff complained of left sided pain requiring 2 refills of vicodin. On (B)(6) 2014 plaintiff complained of persistent left side pain desires removal of coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.) Hysterosalpingogram - on (B)(6) 2013: correct placement - total bilateral occlusion ultrasound abdomen - on (B)(6)2014: there is a 4.6 cm cyst the right lobe of liver ultrasound scan - on (B)(6) 2013: normal findings computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, back pain, and pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database because this is a duplicate from 2017-062532 case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report